Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm and perform displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm during the rewind test. Insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error during the bolus. The customer's blood glucose level was unknown. The customer also reported that the drive support cap was loose. The device will be returned for the analysis.